Manufacturer narrative:
Manufacturer investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). Multiple attempts for additional information were made and no further detail was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 15feb2020. The heartmate 3 (hm3) lvas instructions for use (IFU) lists bleeding and neurologic dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The surgical procedures section of the hm3 IFU contains information on preparing the sealed outflow graft and explains how to attach the sealed outflow graft to the aorta. The attaching the sealed outflow graft to the pump subsection instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The de-airing the pump subsection explains that when the pump is in place and the sealed outflow graft anastomoses is completed, residual air must be completely evacuated from the device blood chamber prior to initiating device activation. When de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages into place. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2021. The death was related to right ventricular failure.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) (rev. C) and the patient handbook (rev. D) are currently available. Section 1 of the IFU ¿introduction¿ lists right heart failure, bleeding, neurological event (not stroke-related), and death as adverse events that may be associated with the use of hm 3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Additionally, this section lists neurological dysfunction and cardiac tamponade as potential late postimplant complications that may be associated with the use of the hm 3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure¿), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump. Section 5 of the IFU, "surgical procedures", contains information on preparing the sealed outflow graft and explains how to attach the sealed outflow graft to the aorta. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief ensuring that the line is straight. This section also explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages in place. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events. Section 5 also instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length under ¿attaching the sealed outflow graft to the aorta.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient returned to the operating room (or) on (B)(6) 2021 (the day after implant on (B)(6) 2021) due to low flows and an inability to increase the pump speed. Tamponade was suspected. The patient also experienced seizures post-operatively. Tamponade was confirmed in the or. Bleeding was evacuated and controlled, and outflow graft compression was corrected. Flows improved to 3.5 lpm. A head computed tomography scan was performed due to the patient's seizures, and came back negative. Inotropes were initiated. The patient remained sedated and closely managed. The device alarm was described as a continuous tone with the red heart illuminated.